Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels to 280 mg/dl and low blood glucose levels to 50 mg/dl. The customer reported that he works outside in the heat. The insulin pump was not replaced or returned for analysis.